Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received no delivery/occlusion alarm and pump rejected batteries. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-441ag, mmt-342. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-441ag. No product return is required for mmt-342.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus. There were no "no delivery alarm" or failed battery test alarm noted on the event date 26-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 26-jul-2024 in the pump history file. 07/20/2024 22:40:35.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 00:40:22.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 01:40:23.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 02:10:32.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 02:45:24.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 04:10:23.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 04:40:35.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 05:15:27.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 05:45:36.000 alarmalertnotification faultnumber = sensor error alert (801) 07/21/2024 06:20:27.000 alarmalertnotification faultnumber = sensor error alert (801). The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Sensor error alert (801) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Delivery anomaly-no delivery/occlusion alarm not confirmed. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.